Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. Evaluation of the two photos showed the presence of a defective stopper. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed defective stopper molding based on the photos provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the rubber stopper ruptured in one device. No patient impact reported.

Event description:
It was reported that while using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that the rubber stopper ruptured in one device. No patient impact reported.

Manufacturer narrative:
The information for the additional medical device type is as follows: d.2b. Medical device type: gim. E.1 initial reporter facility name: (B)(6). The information for the additional 510k is as follows: g.4. PMA/510(k)#: k213670;k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.